Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Our engineering evaluation revealed that there was no system malfunction. Our investigation of the case logs found that the user was warned of a potential movement in dynamic reference base (drb) position. There were also multiple warnings of excessive force while navigating the driver instrument. The case logs indicate a surveillance marker was not used for this case which could have given further information as to whether or not these events introduced a shift in the registration. The user manual instructs the user on how to perform landmark checks and pair a surveillance marker to ensure navigation integrity. The user manual also instructs users to re-scan the patient in the event of an unacceptable landmark check. The remainder of the case was successfully completed using the system after issue was resolved. Misplaced l5 right screw inferior and lateral to the pedicle. Screw was redirected after second pre-op merge. There was no adverse effect to the patient. The cause of the reported issue was traced to user technique.

Event description:
Surgeon misplaced l5 right screw inferior and lateral to the pedicle. The screw was redirected after the second pre-op CT merge.